Manufacturer narrative:
Three faculty members experienced exposure symptoms to rapicide pa high level disinfectant. It was reported that the nurses did not seek additional medical attention. Is was also reported that they use cidex opa for manual cleaning processes required for specific types of endoscopes. Medivators field service engineer has been in contact with this facility. The machine was operating according to the specification. It was observed that there might be issues with the ventilation of the room. Additional testing was conducted to determine if air exchange or ventilation is a problem. This complaint will be maintained in medivators complaint system.

Event description:
The case states that 3 faculty members experienced chemical exposure symptoms from rapicide pa high level disinfectant. The exposure symptoms include burning eyes and throat.